Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat menorrhagia and mixed stress urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapsed and enterocele. Following insertion the patient experienced pain, erosion and urinary problems. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent vaginal urethrolysis, concurrently with takedown of previous synthetic sling and two trigger point injections on (B)(6) 2013 due to dyspareunia, pelvic pain, groin pain and bladder dysfunction.

Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginismus, female stress incontinence and urinary frequency.